Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This device is used for treatment. Review of the primary operative notes indicated excellent stability of the knee during trialing. Operative notes from the revision surgery indicate that the patient was revised due to instability. The knee was noted to be unstable in both flexion and extension. A product history search identified no other complaints for the part and lot combination of the articular surface. Per the nexgen cr, ps, cra, lps and lcck knee package insert, instability is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It is now known that the pt was revised for instability.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No product was returned as revision surgery is pending. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. A product history search did not reveal any other complaints against the related part and lot combination for the implants. Compatibility of the components was verified with no issues noted. The investigation could not verify or identify any evidence of product contribution to a problem.

Event description:
It was reported that the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time. A revision surgery has been planned for unknown reasons.